Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with an accu-chek inform ii meter (serial number unknown). The specific date of the event is not known. At 22:52, a sample from the patient was tested using the meter, resulting with a value of 29 mg/dl. At 22:55, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 482 mg/dl.